Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The customer reported that 15 minutes after having done the hourly reading on an etoposide infusion, the pump alarmed for a flow sensor issue. When the user opened the pump's door, they observed a chemotherapy leak from a "split" in the set. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.